Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. The item was previously returned for service on 20-sep-2013 due to not running. Service request was called in for this item on 11-jan-2014 for an unusual noise. The previous service condition of not running is not relevant to the current complained issue of unusual noise. The manufacture date of this item is 18-jul-2005. The source of the manufacture date is the release to warehouse date. Placeholder.

Event description:
It was reported on (B)(4) 2014 by the synthes engineering technician, a battery reamer/drill (part # 530.605; lot # 2431) was returned for service under complaint (B)(4), indicating the device started smoking during pre-testing. During the manufacturing evaluation of the device for complaint (B)(4), it was also observed/noted that the battery reamer/drill was making an unusual noise and failed the power test measurement. No additional information was available. The report event is for one device instrument, battery reamer/drill. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4). Investigation coordinated by synthes anspach. Report received indicates the reporters complaint that the battery reamer started smoking was confirmed. The device was evaluated and the complaint was reproduced. The root cause of the motor smoking was from moisture or organic debris already stored in the motor from improper cleaning at the customer site prior to previous sterilization cycles.(B)(4)

Manufacturer narrative:
The device is used for treatment, not diagnosis. The device is an instrument and not implanted/explanted. Date information received by manufacturer 1/11/2014 the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of service history records and additional evaluation have been requested. Placeholder.